Event description:
It was reported that the centrimag had an issue with the flow probe port. The issue was found when transferring a mobile patient on the cart.

Manufacturer narrative:
A1-a4: patient information was not provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Section g2: report source corrected. Section g8: the initial report was incorrectly submitted with a cfn-based manufacturer report (MFR) number: 2916596-202x-xxxxx. The MFR number should have been fei-based with the 10-digit fei being (B)(4). Section h6: medical device problem code corrected. Manufacturer's investigation conclusion: incidental finding: lmcepbx pcb temperature channel 4 intermittently had a measurement of -60 degrees celsius. The reported event of an issue with the flow probe was confirmed via analysis of the downloaded log file; however, the reported event was not reproduced during testing of the returned centrimag console. Review of the log file downloaded from the returned centrimag console revealed that the system was not in patient use on the reported event date of 17sep2024. On (B)(6) 2024 at 19:07, a s3 alarm that correlated to a flow related sub-fault was observed. The system was then observed to have been manually shutdown on (B)(6) 2024 at 20:47. The returned centrimag console was evaluated at the european distribution center alongside known working test centrimag equipment and a mock circulatory loop. Throughout testing the unit operated as intended without any issues or atypical alarms produced. A full functional checkout was performed, and the unit passed all steps of testing without any issues. The serviced and repaired unit was returned to the customer site after passing all tests per procedure. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the centrimag console, serial number: (B)(6), was manufactured in accordance with manufacturing and qa specifications. The 2nd generation centrimag system operating manual (rev. 09) section 8 ¿ ¿emergencies/troubleshooting¿ provides instructions for operation when there is a need to exchange the main console or motor with a backup console or motor. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. The 2nd generation centrimag system operating manual (rev. 09) section 10.1 ¿ "appendix I ¿ primary console alarms and alerts" cover all alarms (auditory and visual), including system, motor and flow related alarms, and the appropriate actions to take if the issue does not resolve. No further information was provided. The manufacturer is closing the file on this event.